Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the receiver had no audio output. No additional event or patient information is available. The receiver has been received for evaluation. A follow up report will be submitted when the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver was charged and will boot. The receiver log was downloaded and reviewed, finding no errors related to the complaint. Functional tests were performed, and passed all relevant tests. A global communication tool software test was performed, and it passed sound tests. Manual try it testing and was performed and passed. The receiver case was opened for an interior inspection, and passed. Speaker resistance was measured and passed. The reported event of no audio output was not confirmed. A probable cause could not be determined.